Manufacturer narrative:
Hillrom technical support contacted the account three times trying to obtain the resolution for this alleged issue. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom® communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom® tester to make sure the sidecom® communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account three times trying to obtain the resolution for this alleged issue. No response has been received. Based on this information, no further action is required. H3 other text : 3 attempts made; no response.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call audio was not heard through siderail. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the nurse call audio was not heard through siderail. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.